Event description:
Pt reportedly obtained a reading of 244mg/dl on the surestep meter. A reading of 182mg/dl was obtained 45 minutes later by a primary care physician's meter of unknown brand. No symptoms were reported. The meter has been replaced. Lfs rep reviewed the importance of cleaning and using control solution. No allegations of harm have been made.